Event description:
Repported as "slippage of the lap band that was implanted four years ago. The lap band had been untightned completely three years later and the slippage has worsened since. Inefficiencey of the device because it as impossible to retighten the device. The patient gained weight after getting slim".